Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a 20 mm amplatzer amulet left atrial appendage (laa) occluder was selected for implant. At the beginning of the implantation, the transseptal puncture was very difficult, the patient had a septal aneurysm and the puncture angle to the laa was very unfavorable. Transesophageal echocardiogram (tee) measured the defect 14-16 mm while the measured values on the angiographic display was 15-17 mm. The device was placed in the laa and was unscrewed from the delivery cable. Within 3 cardiac cycles the device had embolized and migrated in to the left atrium, then to the left ventricle, and finally the aorta. A 14f arterial sheath and snare where then used to successfully retrieve the device from the aorta without any problems, the right femoral artery was then sutured with no further interventions to the laa. The physician doesn't know what the cause of the septal aneurysm was, but thinks the device embolization might've been due to unscrewing it from the cable too quickly. The patient remained hemodynamically stable throughout the procedure. The patient is stable.

Manufacturer narrative:
An event of device embolization was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.